Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the patient passed away on (B)(6) 2015 suddenly while at home. Follow up with the funeral home revealed that the vns device was buried with the patient; therefore, no analysis can be performed. The coroner stated that the patient's death was due to sudep. A death certificate was received confirming the cause of death was sudden death with significant potential contributing factors of seizures, high blood pressure, and tobacco use.